Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon membrane observed to be completely unfolded. The sheath was noted to be kinked along its length. The inner lumen within the catheter tubing was observed to be elongated. Blood was noted on the balloon's exterior and within the inner lumen. Underwater leak testing revealed no leaks in the iab. Under polarized light, the membrane at the proximal taper appeared to be slightly stressed. The balloon pumped satisfactorily on the laboratory system 90 iabp at 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: no defect was found in the returned balloon. It was not possible to verify the rpt'd difficulty or to determine the exact reason for the rpt'd leak alarms based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem (see attached iab illustration for location of kinks). (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing. The pump may have detected condensation or blood within the line (perhaps from a previous balloon leak).

Event description:
The iab was inserted and, upon initial inflation, there was a "gas leak alarm" from the pump. The nurse and perfusionist checked all connections and attempted to inflate the iab one more time without success. The iab was removed and a second was inserted. Event complications: none from the event-reported 2/19/97. Pt's current status: fine-reported 2/19/97.